Manufacturer narrative:
Exemption number: e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The lesion was predilated with an unspecified 4mm balloon. A 6.0x80mm supera self-expanding stent delivery system was advanced to the lesion and attempted to be deployed. As the stent was being deployed, the nose cone (catheter tip) fell off. It was decided to remove the partially deployed stent (still within the sheath) and abort the procedure. The nose cone remains in an unknown location in the anatomy. The patient is fine. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.